Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305950, batch # 3341038, 4066070. It was reported that the bd syringe alrg sftygld 1ml w/ndl 27x1/2 rb needle was clogged / blocked. The following information was provided by the initial reporter: it was reported by customer that bd safety glide drew up very slow, felt pressurized when injecting, the needle felt blunt, verbatim: rcc received a complaint via email. Email(s) attached. They are the bd safety glide 1 ml 27 g x 1/2. I have 2 lot numbers. Lot#3341038: 4 drew up very slow (trickles at a time, takes forever to fill), and 2 of these felt pressurized when injecting. We also had 2 where the patients commented on how blunt the needle felt. Lot #4066070: 3 drew up slow and were pressurized when injecting. 1 I could not draw up because it was going so slow and I could not get the air bubble out of the top. This is our current lot. This morning I had a patient that got 3 injections. 2 of the 3 did not draw up well so I asked him if he could feel a difference and he said yes. The 2 that did not draw up well felt tingly and more painful when injecting and the other one felt fine. Item: 305950, quantity affected: (B)(4) ea. Serial/lot number: (B)(6). Po : (B)(4).

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of needle issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. No issues have been found that would affect the quality production history of this product.

Event description:
Imdrf codes must be updated.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: safetyglide - allergy. Device failure: needle clogged / blocked.